Manufacturer narrative:
On initial mw-212519 is incorrect and should be 03-13-15. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned custom 12mm skyline tap [product code: 6983-26-985, lot no: 0506ng] revealed that the fracture was located at the transition from the instrument¿s shaft and working end. The fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the device underwent a static failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the fluted portion of the tap breaking cannot be positively determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface, indicating that the device underwent a static failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep left vm regarding broken skyline tap. Will send complaint formper complaint form:tap broke during surgery. Able to retreive broken part and continue case as planned.